Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The account reported that heartmate 3 lvas, serial number: (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient lost power due to bad storms and was unable to hear the alarms until it was too late. The patient was deaf with hearing aids and lived alone. The patient was found deceased in a position that looked like they were trying to ger the batteries but could not make it. The pump stopped as a result of no external power. No autopsy was to be performed. No additional questions were to be answered.